Event description:
A report was received that the patient was having difficulty aligning the charger with the ipg and had extended charging time due to migration. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively.